Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, the first disc showed a formation of cobra through the first deployment. The 22mm device continuously showed bulging upon retrieval (outside patient) and it was not usable despite waiting for it to regain its supposed shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was used and the procedure went on smoothly with no adverted or delayed effect. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and a 9f size delivery system was used. Additionally, a video was received from the field and it appears to show the device deformity. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The investigation was unable to determine the cause for the reported device deformity. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.